Event description:
It was reported that during testing the two nim vital patient interface boxes before loaning them out, it was found that neither was functioning properly. Plugged in patient simulator and the stimulus was set to 1.0 ma, which was later increased to 3.0 ma, but there was no response. The threshold was set at 100uv, and when stimulated with probe, the stim return which was located under the stimulus setting on the monitor, showed 0. This indicated that there was no stimulus delivery and no audible response. Troubleshooting performed, the fuses were replaced on both units, yet this did not resolve the issue. Despite the changes and adjustments, the patient interface boxes remained non-operational. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6)/211218013, UDI#: (B)(4). H4: manufacturing date for product ID: 8253200, serial/lot #: (B)(6)/211218013 is 5 may 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device concluded that the device was not recognized by console due to components failure. H3: product analysis for the product ID: 8253200, serial/lot #: (B)(6)/211218013 concluded that the device was not recognized by console due to components failure. H6: previously applied codes of fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e: facility information has been updated based on the additional information received, this event did not occur in any hospital. The issue was noticed by medtronic representative. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.